Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Examination of the returned device confirmed the reported even wear pattern as reported. The investigation did not find any evidence of product malfunction or product error. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot =null. Device history batch = null. Device history review =null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Examination of the returned device confirmed the reported even wear pattern as reported. The investigation did not find any evidence of product malfunction or product error. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The customer reported the patient was revised to address pain. Poly had even wear pattern per surgeon. The returned product was (1) 158112110 sigma crvd xlk ins 2.5 10mm, lot code 2825070. Non-destructive evaluation was conducted by the complaint analyst. The articulating condyle compartments exhibit wear indicating the femoral component was well positioned anteriorly/posteriorly and medially/laterally. There is no abnormal wear or wear patterns. There is a yellow appearance on the condyles that is due to patient lipids. There is no evidence of product malfunction or product error. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The investigation did not find any evidence of product malfunction or product error. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Patient was revised to address pain. Poly was removed & same size utilized as a replacement. Patella was resurfaced. Poly had even wear pattern per surgeon. Doi: unknown; dor: (B)(6) 2019; left knee.